Manufacturer narrative:
The customer suspected device was returned for investigation. Upon inspection and testing of the returned device, the following defects were found: leak from grip unit, dirt on light guide lens, light guide glass cover corroded, torn angle wire, cracked bending section cover or distal sheath, connecting tube buckling and scratched, cracked on scope connector cover caused, water tightness lost, discoloration of air/water and suction cylinder, and universal cord scratched. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset evis exera duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, dirt or debris was found inside the light guide lens of the scope. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the cause of the event was that humidity entered inside of lg-lens (light guide lens) from leakage. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ preparation and inspection of the endoscope inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "operation manual: important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.